Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with inflammation, irritation and hazy area in right eye (superior to the pupil). The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of gritty feeling. Patient reported symptoms are not interfering with daily activities. Patient was seen for follow up on (B)(6) 2017 and hazy spot is larger with no response to medications changes. It was reported that steroid and tobramycin were discontinued and patient was instructed to use gentamycin and gatifloxacin alternating every hour after initial loading dose. Patient reported that grittiness and redness were gone after the use of durezol and tobramycin but complained that the white spot on cornea seem bigger. Bcva from (B)(6) 2017: right eye pre-op 20/15 -3.50 x -1.00 x 7, left eye pre-op 20/15 -4.50 x -1.00 x 161. Bcva from (B)(6) 2017: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.